Event description:
Incorrect joint behavior. Fall! Report has been made to the authority! User went up the stairs and the joint released sporadically and the user fell backwards down the stairs. On (B)(6)2025 at 15.30 hrs. The user fell on his surgically treated left shoulder. User was in hospital yesterday evening and has an appointment with an orthopaedic surgeon today and still has to have an MRI - probably another surgery on the left shoulder. The user no longer has confidence in the joint. Wants a change! Sporadic release since (B)(6) 2024. Joint sent in, fitted after check-up on (B)(6)2025. After consultation with ms.(B)(6)., the MRI is scheduled for the beginning of (B)(6) - but the user is on the waiting list for a faster appointment! The user is wearing a shoulder brace and the shoulder has been immobilized. According to the email received by ms. (B)(6)/ (B)(6)2025, no user report to authority has yet been made. The user only described the incident at the hospital. An x-ray at the hospital revealed a gap in the acromioclavicular joint in the shoulder that had already been operated on, whereupon an MRI was ordered!

Event description:
Incorrect joint behavior. Fall! Report has been made to the authority! User went up the stairs and the joint released sporadically and the user fell backwards down the stairs. On (B)(6)2025 at 15.30 hrs. The user fell on his surgically treated left shoulder. User was in hospital yesterday evening and has an appointment with an orthopaedic surgeon today and still has to have an MRI probably another surgery on the left shoulder. The user no longer has confidence in the joint. Wants a change! Sporadic release since (B)(6) 2024. Joint sent in, fitted after check-up on (B)(6) 2025. After consultation with ms. (B)(6) the MRI is scheduled for the beginning of (B)(6) but the user is on the waiting list for a faster appointment! The user is wearing a shoulder brace and the shoulder has been immobilized. According to the email attached by ms. (B)(6)./ (B)(6) 2025, no official notification has yet been made. The user only described the incident at the hospital. An x-ray at the hospital revealed a gap in the acromioclavicular joint in the shoulder that had already been operated on, whereupon an MRI was ordered! Feedback on further questions on (B)(6) 2025: regarding the complaint "user went up the stairs and in doing so the joint released sporadically and the user fell backwards down the stairs." We have the following questions: did the prosthesis beep or vibrate shortly before the incident? - no did the prosthesis work normally again after the incident or did it need a reset by the charger? - worked normally again. Required detailed information about the incident: is/was the user using the stair function of the prosthesis (alternating stair climbing)? - prosthesis is pulled behind, no alternating stair climbing when the prosthesis released, was the healthy leg already one step further up the stairs (i.e. The prosthesis was "lagging" behind) or was it the other way round? - the contralateral leg was in the air; to place it on the next higher step. When the prosthesis released, was it (approximately) extended or rather flexed? Stretched. When the prosthesis was released, was the cushioning immediately gone or only after the prosthesis was loaded? After loading; the entire weight was on the prosthesis; contralateral side in the air. When the prosthesis released, was it subjectively completely free of damping analogous to bicycle mode, or was the stance phase damping only unusually reduced? Damping-free analogous to bicycle mode.

Event description:
Incorrect joint behavior. Fall! Report has been made to the authority! User went up the stairs and the joint released sporadically and the user fell backwards down the stairs. On (B)(6)2025 at 15.30 hrs. The user fell on his surgically treated left shoulder. User was in hospital yesterday evening and has an appointment with an orthopaedic surgeon today and still has to have an MRI - probably another surgery on the left shoulder. The user no longer has confidence in the joint. Wants a change!